Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis stuck inside a non-boston scientific cook catheter. Only the main coil was returned for this complaint. The main coil was found kinked and stretched. The interlocking arm was inspected and detached. No more damages were found in the device. The main coil was advanced through the catheter, but it was not possible to continue advancing it due to being stuck. It was necessary to cut the catheter in order to release the main coil. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and found detached. Dimensional inspection of the main coil that could be measured were performed and were within specification.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 12mmx40cm interlock-35 was selected for use. During procedure, the coil did not detach as it should when advanced out of the catheter. Subsequently, the coil detached but was stuck in the catheter. The device was tried to dislodge using a super stiff wire but did not work, thus both catheter and coil were removed together. However, the coil was noted protruded from the catheter's tip upon removal. A stent was then placed and the procedure was completed with a different device. There were no complications reported and patient was stable.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 12mmx40cm interlock-35 was selected for use. During procedure, the coil did not detach as it should when advanced out of the catheter. Subsequently, the coil detached but was stuck in the catheter. The device was tried to dislodge using a super stiff wire but did not work, thus both catheter and coil were removed together. However, the coil was noted protruded from the catheter's tip upon removal. A stent was then placed and the procedure was completed with a different device. There were no complications reported and patient was stable.